Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl btb reconstruction procedure, after placing the biosure screw when giving it traction the graft moved and it was decided to change the device for a larger one. The procedure was successfully completed with no delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The device appears undamaged and there is no biological debris visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the IFU addresses appropriate prep, use and warnings (¿¿loss of fixation may occur if the insertion site is not prepared properly¿". Use the appropriate-size tap over the 1.2 mm guide wire to prepare the insertion site). The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. H2: corrected data on: h6 (health effect - impact code).